Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins to be functionally okay with insignificant anomalies.

Event description:
Additional information received from the health care professional (hcp) reported that the ins issue was observed post operatively. The patient experienced pain at the implantable neurostimulator (ins) site that was related to the reported ins issue and was why it was removed. The patient had a history of urinary incontinence, urgency, and frequency. Cyscoscopy and urodynamics were performed in 2011 and found that the patient had type 2 stress urinary incontinence, with hypermobility. They had a urethral sling in 2012 and had little to no improvement after the sling. A number of anticholinergic agents were tried with little to no help. She then elected to have the device implanted for stimulation of the bladder. Post-operatively, the patient did have some incision site pain and erythema. She was given a course of levaquin. At a one month follow-up, she reported a decrease in symptoms of urinary incontinence, urgency, and frequency. On (B)(6) 2014, the patient reported to the hcp that for the last month to six weeks, she had incision site pain. She was taking advil twice a day. The patient did not know how to program her device and had her husband do it. The hcp taught her at the last visit how to use the device. She was started on naproxen, which she had been taking, and her pain subsided. On (B)(6) 2014, the manufacturer representative (rep) was present with the hcp to perform a test on the circuits. It was found that she had open circuits. It was re-programmed to closed circuits only. The patient was told that she should be the one programming the device. She was able to teach back how to use the programmer and it was at program 2 at 1.4 volts. At this intensity, she was able to feel a flutter in her left vaginal area without pain. On (B)(6) 2014, the hcp and the patient turned the device off completely. On (B)(6) 2015, the device had remained off until one week prior. The patient decided to turn it back on program 2. She also decreased her coffee intake from 4 cups a day to 2 cups a day. She only drank one 8 ounce glass of water per day, a small occasional glass of orange juice in the morning, and no colas or sodas. In the past week, she was wearing two pads per night and prior to that she was wearing four pads per night. She was still wearing four pads during the day. She was pleased with this improvement and would like to continue behavioral modification for her incontinence versus having a lead revision. On (B)(6) 2015, the device had been off for two months and the patient continued to have pain on the right side where the implant was. The pain occurred almost every day, but she could go four days with no pain. She used naproxen, which helped. She would like the device removed. The patient was still on vesicare and was happy with this. On (B)(6) 2015, the device was removed with x-ray removal of the lead and generator. On (B)(6) 2015, she was feeling well. The patient still complained of incisional pain, but norco was helping. She had not tried ibuprofen. A physical examination noted pain to right lower back on the palpation, a right lower back incision that was cdi with derma bond, and two midline lower back incisions cdi with dermabond. The patient was going to continue naproxen for site pain. The ins issue was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0f1t7, implanted: 2014-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
The device was removed. Doctor requested that the device be checked to see if there was an issue with the implantable neurostimulator (ins). The issue was resolved at the time of this report. The patient diagnoses were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.